Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure (rbp), device was not soaked during preparation. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The coronary dilatation catheters, mini trek rx, global instructions for use (IFU) states, balloon pressure should not exceed the rated burst pressure (rbp). The rbp for mini trek is 14 atmospheres. Additionally, the IFU preparation for use section, states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation, the 2.0x20 mini trek balloon dilatation catheter (bdc) was not soaked per instructions for use. During use, the bdc was inflated to 20 atmospheres in the very calcified distal right coronary artery. The mini trek was deflated and then inflated to 10 atmospheres when the mini trek ruptured. Another mini trek was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.